Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that the ventilator of the fabius gs failed during a case. The user was able to continue the case ventilating the patient manually. There was no injury reported.

Manufacturer narrative:
There were no log files available that would capture the period in question. The device is 14 years old and not under a dräger service contract anymore; the last preventive service and maintenance was done by dräger in 2008. The hospital's biomed was seeking assistance from drägers' technical support team. Together it could be determined that a hose required to maintain the vacuum pressure inside the ventilator was jammed between parts of the housing which led to an occlusion. The vacuum pressure is required to keep the piston diaphragm in place to avoid wrinkling. When this vacuum pressure drops below a certain threshold during an automatic ventilation mode the device shuts down automatic ventilation to prevent from serious damages to the system. The shut down is accompanied by a corresponding alarm to alert the user about this condition. When in this state, manual ventilation remains possible; monitoring is still functional as well. Reportedly the problem was rectified; the device is back in use. The available information allows no reliable conclusion in terms of root cause for the problem since it is unknown when the last service intervention was performed. An improper performed maintenance is however seen likely. Dräger finally concludes that the device responded as specified upon a deviation detected by the self-monitoring function of the software. The patient was manually ventilated, no health consequences have been reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00387.